Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. During year-end review, the initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred per 21 crf803.19.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyh1567 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was inserted into the patient's basilic vein of left arm on (B)(6). Obvious leakage was allegedly observed at the puncture point at 23:20 pm on (B)(6) when the patient came out of the washroom of the ward with fluid infusion. An obvious damage was reportedly observed at 41.5cm of the catheter after the sticker was removed. The patient was infused chemotherapeutic medicine lipusu, and immediately followed by 3 bags of auxiliary water. Leakage allegedly occurred when infusing the 3rd bag of auxiliary water. Allegedly an adverse reaction of the skin around puncture point has not been observed.